Event description:
It was reported that during a pph procedure, the device misfired. It only partially stapled and then got stuck on tissue. The device had to be cut off the tissue. They sutured to close. There was no patient consequence. The device will be returned. Additional detail from contact: the device misfired, it was not a complete firing. The dr engaged the device to staple and cut and the device got caught in the tissue. The dr cut it out and was required to do a lot of stitching as the device also tore the tissue. The dr sutured to finish the repair.

Manufacturer narrative:
Breakaway washer cut off center. Evaluation summary: the analysis results found that the pph03 device arrived with the knife damaged, the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.